Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the calibration on one side of the imaging system was off. A medtronic representative took a spin on a demo model and it was off significantly. It was confirmed that the other side was accurate. When the medtronic representative tested the side with the inaccuracy again, it was then accurate. This issue was observed on a demo system. There was no patient present when this issue was identified.